Event description:
It was reported that during a ptca/rotational atherectomy procedure, the guidewire tip broke and remains in the patient. The 90% stenosed lesion was located in the calcified mid left anterior descending artery (lad). There was also 75% stenosis in the left main trunk (lmt). The physician elected to use the rotawire despite a kink that was noticed during prep. Following advancement of the guide catheter and guide wire, the rotawire was advanced and the other guidewire was removed. The lesion was then ablated to unknown rpms for an undetermined amount of time. While withdrawing in dynaglide mode, the relase was not unlocked as per dfu. The burr was then exchanged for a larger size (1.5), however when it was advanced to the primary curve of the guide catheter it could not be advanced. Several attempts were made at advancement, and the tip of the wire prolapsed during attempts. The physician attempted to remove all devices as one unit, however the guide catheter went in to the coronary artery. Therefore, the rotablator burr was removed in dynaglide. A microcatheter was inserted in an attempt to assist in withdrawing the rotawire, however the rotawire tip separated. As the tip was in distal branch of the lad and there was no blood flow interruption, no attempt was made at retrieval and the tip remains in the patient. The procedure was then continued with a new rotawire and ablation of the lesion, dilation with a quantum maverick balloon, and deployment of two stents. Patient status was reported as 'stable' , with no additional intervention planned.